Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-00775: it was reported the patient has a pinhole drainage at the lead site. The patient was put on antibiotics. The physician will test the patient with an allergy kit to rule out an allergic reaction.

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2018-00775: follow up information identified that over time the issue has resolved.